Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-dec-2019. The most recent information was received on 16-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disabling suprapubic pelvic pain') and device breakage ('I still have fragments from the implant that was removed') in a female patient who had essure (batch no. C26934; c26956) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("deep dyspareunia"). The patient was treated with surgery (essure partially removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia had not resolved and the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage, dyspareunia and pelvic pain with essure. The reporter commented: the consumer stated that her problems were not over because she still had a tubal implant in place and fragments from the implant that was removed on (B)(6) 2019. The pelvic pain was similar to contractions. Lot number: c26934, manufacture date: 2014-02, expiration date: 2017-02. Lot number: c26956, manufacture date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality safety evaluation of ptc. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('disabling suprapubic pelvic pain') and device breakage ('I still have fragments from the implant that was removed') in a female patient who had essure (batch no. C26934; c26956) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("deep dyspareunia"). The patient was treated with surgery (essure partially removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia had not resolved and the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage, dyspareunia and pelvic pain with essure. The reporter commented: the consumer stated that her problems were not over because she still had a tubal implant in place and fragments from the implant that was removed on (B)(6) 2019. The pelvic pain was similar to contractions. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.